Event description:
Warranty repair error 98 (cpu card change needed).

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review could be performed. The reported device was not sent back to brézins for investigation but was repaired by norway service center following the triggering of an error 98 during start up of infusion. As per technical manual the cpu board was replaced and the device was returned to customer. The replaced defective cpu board was kept and sent to brézins for further investigation. Upon visual inspection it was noticed that the u7 flash chip component of the cpu board seemed to have been hit due to a dropped device. A functional cross test was carried out and an error 98 was triggered. Therefore the reported event is confirmed and the cause is likely due to misuse (device being hit or dropped). This complaint is not valid.